Event description:
It was reported that the pt was implanted an unk metasul component in 2005 on the right side. On (B)(6) 2014 the pt fell on her right hip and suffered a periprosthetic multi fragment break. As a result, the pt was revised on (B)(6) 2014. During the revision surgery, abrasion between the cone and head, metallosis and pronounced osteolysis in the trochanter area and at the ventral side of the stem were discovered. Since the exact implantation and date were not reported, it was entered as the first day and month of the year reported ((B)(6) 2005).

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were received for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and / or the devices be returned for eval and an investigation result be available that changes this assessment, an amended med device report will be submitted. (B)(4).